Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the quick release did not lock in place. Due to this, the patient experienced high blood glucose level reported to be over 400 mg/dl at the time of incident, which was treated with a manual injection. The site location was right abdomen and the pump was on the same side of the set as the site. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Patient's blood glucose level at the time of this report was over 400 mg/dl. No further information available.